Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer also indicated that she had motor error as well. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for motor error and the customer was able to complete the rewind sequence. However, after troubleshooting, customer indicated that they received a battery out limit and button error. Customer was advised to discontinue use of the device and revert to a back-up plan per her doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted. The insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. The insulin pump received with normal operating currents. The insulin pump was monitored and no unexpected battery out limit or off no power alarms occurred during testing. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm noted. The motor passed motor test. No moisture damage found on the motor, battery tube and vibrator assembly. However, moisture damage was found on the electronic assembly during visual inspection. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratched lcd window, and scratched reservoir tube window.